Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr) and leaflet flail for a mitraclip procedure. The clip was inserted into the steerable guide catheter (sgc), where it was noted that the clip introducer did not hold as usual in the hemostasis valve. The clip introducer was not snug to the hemostasis valve. The procedure continued, and the clip was positioned above the valve, where the grippers were tested. One gripper could not lower. Troubleshooting, such as, locking the clip, resulted in the grippe lowering. The clip was then positioned below the valve to catch the leaflets. Unfortunately, the gripper suddenly stopped working again. The anterior leaflet then got caught on the grippers and the clip was unable to be released. After a few attempts and quite some time, the gripper worked again. The clip was able to be freed without damage, and the clip delivery system (cds) was removed from the patient. When pulling the clip back into the clip introducer, the clip got caught. The clip was able to retract into the clip introducer. Unfortunately, when removing the cds from the sgc, it was discovered that the hemostasis valve was drawing air. The sgc was removed and replaced. Additional aspiration was required. There were no adverse patient effects or clinically significant delay. The mr was reduced to grade 1. No additional information was provided.

Manufacturer narrative:
In this case, the returned device analysis confirmed the reported leak and it was also observed that the silicone valve inside the steerable guide catheter (sgc) hemostasis valve was observed to be torn. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot / did not indicate a lot-specific quality issue. Based on available information, the observed torn hemostasis valve appears to be due to procedural conditions. The reported leak is a cascading effect of the observed torn hemostasis valve. The reported medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr) and leaflet flail for a mitraclip procedure. The clip was inserted into the steerable guide catheter (sgc), where it was noted that the clip introducer did not hold as usual in the hemostasis valve. The clip introducer was not snug to the hemostasis valve. The procedure continued, and the clip was positioned above the valve, where the grippers were tested. One gripper could not lower. Troubleshooting, such as, locking the clip, resulted in the grippe lowering. The clip was then positioned below the valve to catch the leaflets. Unfortunately, the gripper suddenly stopped working again. The anterior leaflet then got caught on the grippers and the clip was unable to be released. After a few attempts and quite some time, the gripper worked again. The clip was able to be freed without damage, and the clip delivery system (cds) was removed from the patient. When pulling the clip back into the clip introducer, the clip got caught. The clip was able to retract into the clip introducer. Unfortunately, when removing the cds from the sgc, it was discovered that the hemostasis valve was drawing air. The sgc was removed and replaced. Additional aspiration was required. There were no adverse patient effects or clinically significant delay. The mr was reduced to grade 1. No additional information was provided.